Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination confirm that a break existed in the hypotube along with multiple kinks along both sections of the hypotube break. The break was located at 77cm distal to the distal end of the strain relief. No kinks or damages on polymer extrusion shaft. A microscopic examination of the break site identified no issues with the actual hypotube which could potentially have contributed to the break and kinks. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The balloon material identified no damages. The balloon was folded. The tip section found no damage. Due to the break in the hypotube it was not possible to inflate the balloon, using an encore inflation device and connecting to the hub. Instead, an inflation aid was attached to the distal break section in the hypotube and using this aid it was possible to inflate the balloon to its rated burst pressure (rbp) of 12 atmospheres ref. IFU with no leaks noted. The encore device was pre and posted tested using a druck gauge. The balloon was inflated for three more occasions and on each occasion the balloon inflated to its rbp and maintained pressure with no leaks noted.

Event description:
It was reported that a hypotube break occurred. The 90% stenosed target lesion was located in the distal left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not inflate, and it was noted that the hypotube broke. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.